Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. Fse replaced the exhalation flow sensor to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips field service engineer (fse) reported that the device is failing oxygen delivery test with error code 3126, fails air delivery test with error code 3125, and fails heated filter test with error code 3105. All three codes point to faulty exhalation flow sensor. No patient involvement.